Manufacturer narrative:
Unit alarmed button error followed by unresponsive act and down buttons due to flattened dome and no crease. The keypad connector was inspected and no anomalies noted. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive buttons. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt. Customer's blood glucose was 53 mg/dl at the time of incident. Customer does not recall any significant events leading to the error. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.